Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (test strip lot number 494112), is related to case with patient identifier (B)(6) (test strip lot number 495501). Unable to test returned test strips because they expired.

Manufacturer narrative:
This case, with patient identifier (B)(6) (test strip lot number 494112), is related to case with patient identifier (B)(6) (test strip lot number 495501).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 37 mg/dl at 1:38 p.m. And 330 mg/dl at 1:45 p.m. The customer received the following results on the aviva system within 10 minutes: 330 mg/dl at 1:45 p.m and 54 mg/dl at 1:51 p.m. The customer received the following results on the aviva system within 10 minutes: 54 mg/dl at 1:51 p.m. And 356 mg/dl at 1:56 p.m. No adverse event reported. The test strip lot number 494112 was used with results (37 mg/dl, 330 mg/dl, and 54 mg/dl). The test strip lot number 495501 was used with result (356 mg/dl). Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.